Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded between 14.5 cm to 15.0 cm from the connector pin and exposed the proximal coil. Abrasions are indicative of constant friction with another implantable device.